Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted

Event description:
It was reported that there were air bubbles/gaps in the cartridge tubing and infusion set tubing on multiple occasions. Reportedly, the tubing was primed to successfully remove the air. There was no impact to the customer's blood glucose level .